Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that caller was told by the patient that they are unable to turn off stimulation using their remote but that they are able to turn down stimulation to its lowest level. Ts reviewed with caller general use of the patient programmer and that they are designed to be able to allow pt to turn therapy on/off, stimulation up/down and change groups. Since pt didn't bring remote, troubleshooting could not conducted. Ts reviewed to have pt f/u with managing hcp or to call patient services to troubleshoot the 3037 to see if there are issues with the remote. Additional information was received from the patient. It was reported that the cause of being unable to turn off stim using the remote was determined to be due to the battery life expiring. The steps taken to resolve the issue included replacing battery and a lead that is MRI compatible. The issue was not yet resolved.